Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported the distal end of tube was torn. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Received one used. List #14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. As received the tubing was found to be cut/damaged. The deformation of the tubing damage typical of some jagged object interaction. The complaint of distal end of tube was torn can be confirmed due to the jagged tear/damage observed. The probable cause of the torn tubing is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to MFR on 4/9/2025.